Event description:
It was reported that the patient had chronic positional phrenic nerve stimulation from the left ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).